Event description:
The surgeon was suturing an incision following a c-section birth and the surgeon questioned whether or not a piece of the needle broke off when using on the patient. X-rays were performed along with a metal detecting device and all came back negative.